Event description:
Same case as 2134265-2011-05666. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a catheter become stuck on the guide wire. The 100% stenosed chronically occluded target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 300cm journey guide wire was inserted and crossed the lesion. The 2.0mm x 150mm coyote balloon catheter was then selected and advanced over the guide wire to the lesion. The physician experienced difficulties crossing the lesion with the balloon catheter. During withdrawal of the balloon catheter, the catheter and the journey guide wire became stuck together. The catheter and the guide wire were removed from the patient together and a kink was noted on the shaft of the balloon catheter. The procedure was completed with another coyote balloon catheter and a journey guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2011-05666. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a catheter become stuck on the guide wire. The 100% stenosed chronically occluded target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 300cm journey guide wire was inserted and crossed the lesion. The 2.0mm x 150mm coyote balloon catheter was then selected and advanced over the guide wire to the lesion. The physician experienced difficulties crossing the lesion with the balloon catheter. During withdrawal of the balloon catheter, the catheter and the journey guide wire became stuck together. The catheter and the guide wire were removed from the patient together and a kink was noted on the shaft of the balloon catheter. The procedure was completed with another coyote balloon catheter and a journey guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: analyses of the returned device revealed that there was contrast and a blood like substance in the inflation and guidewire lumens. The balloon was loosely folded. Magnified and tactile inspection of the device revealed that there was a kink 55.5 cm from the hub and tip damage. The inner shaft within the balloon had multiple kinks and was buckled on both sides of the distal markerband. The inner diameter (ID) of the device was measured and was within specification. The wire used in the procedure was not received with this device. A new guidewire was used for functional testing. The wire was unable to pass through the damage to the inner shaft within the balloon. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).